Event description:
Chart reviewed. Left tha metallosis; has metal on metal hip components that was done elsewhere and her blood cobalt and chromium have continued to rise over time.pathology report: soft tissue, left hip, excision: chronic synovitis with reactive changes and findings consistent with metallosis. A 4.5 x 4.5 x 3.0 cm silver metallic liner, model number 35373. Also received in the same container is a 3.5 x 3.5 x 3.0 cm silver metallic prosthetic femoral head.